Event description:
It is reported that a customer experienced high and low blood glucose ranging from 40 mg/dl to 550 mg/dl. Treatment of the blood glucose is unknown. . The customer was informed that there could be many reasons for high blood glucose. The customer stated that their pump did not alarm as they saw insulin squirt of their insulin pump. The customer stated that the pump started alarming after a battery change. The customer declined checking or leaks or bubbles in the reservoir. Instead, the customer insisted on having their insulin pump replaced. The customer's insulin pump was replaced. No further information was provided.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarms were noted. The insulin pump passed the rewind, basic occlusion test and displacement test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump had minor scratches on the display window, a cracked case at a display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.